Event description:
Customer called to report an empty reservoir with no evidence of any leaks. Customer's blood glucose at the time of incident was 237mg/dl. Customer's current blood glucose reading was 167 mg/dl. Customer reported that the insulin pump alarmed low reservoir. Advised customer to monitor blood glucose levels closely and consult with health care professional regarding basal rate review. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.